Event description:
On (B)(6) 2012, the lay-user/patient contacted animas and reported an elevated blood glucose (bg) level. The patient claimed that all day, her bg level had been in the "400's" mg/dl. At an unspecified time during the time of concern, the patient indicated that her bg level reached "566 mg/dl" with no symptoms. The patient did not test for ketones. The patient did not seek or receive medical intervention. During the review of the pump, the patient noticed that the pump's am/pm setting was incorrect. The patient admitted that she had replaced the pump's battery earlier in the day and she might have accidentally changed the pump's am/pm setting. Although the pump's date/time was correct, the animas representative involved in this contact determined that the patient was receiving an incorrect insulin rate all day and the patient was now no longer getting insulin due to a max tdd warning. The animas representative walked the patient through correcting the pump's am/pm setting. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed she developed an elevated bg level suggestive of severe hyperglycemia and the pump's am/pm was incorrectly set. However, the patient's injury can be attributed to possible use error since she mentioned that she might have incorrectly changed the pump's am/pm setting earlier in the day.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/29/2014 with the following findings: the black box begins on (B)(6) 2014. Due to continuous use of the pump the black box data and histories for the event on (B)(6) 2012 have been overwritten. The available black box and alarm history shows no eaw¿s associated to the complaint. The total daily dose (tdd) adds up correctly and reflects the user programmed basal rate. No exceeds max tdd alarms observed in current black box. A delivery accuracy test was successfully completed . Pump found to be delivering accurately and within required range. Information for the complaint is overwritten, unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.